Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 407 mg/dl at the time of the incident. The customer was at 288 mg/dl at the time of the call. The customer was using an expired infusion set. When taking out the introducer needle, the infusion set cannula came out with the needle, causing the customer not to get insulin for a day. The customer was given intravenous insulin to treat the high. The customer experienced symptoms such as nausea and diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis.